Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device will not run. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The event date is unk. There was no add'l info provided.